Event description:
During elective laparoscopic gastric bypass surgery, a 3.5mm endo-gia cartridge was fired in a horizontal direction. Following this, 60mm cartridge was fired up towards the gastroesophageal junction. Once this was fired, a jamming of the instrument cut and did not staple leaving two open holes to the gastro-esophageal junction as well as the distal stomach causing abdominal bleeding and esophageal bleeding. The procedure was converted to an open gastrectomy. The upper abdomen was packed.